Event description:
It was reported that during a routine shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that would not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2014 for investigation. Investigation results as follows: the reported problem was confirmed as numerous user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) faults were seen in the archive data. In addition, the ua7 was also observed when the platform was powered on. Further investigation found that both of the load cells were not functioning properly, which therefore led to the reported ua7 experienced by the customer. Please note that per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered.